Event description:
The customer reported that during a laparoscopic nephrectomy, the device was handed to the scrub nurse after several sealing cycles and the jaw pin fell out of the instrument onto the table. Another device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.